Event description:
Bushings popped out as surgeon inserted the distal cortical screws. A second plate was attempted and the same thing happened. The second plate was left implanted and ebi screws were used distally in the holes left by the missing bushings. The surgery was delayed 30-40 minutes, but no adverse consequences were reported with the patient. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The implants were not returned for evaluation. Product manager contacted sales representative to discuss the event. Information obtained suggests the event may be related to the surgeon's technique. Product dfu indicates, the plate must be fixed to humerus by placing a 3.5mm cortical screw into the elongated hole (non-locking hole). This is to be followed by inserting the two proximal cancellous screws and once the plate is securely fixed, all remaining cancellous screws and distal screws can be inserted. Information obtained from product manager indicated, the surgeron placed his initial cortical screw in one of the distal locking holes, followed by the proximal cancellous screws. Surgeon removed the initial screw and drilled the additional holes using the drill guide (plate able to move freely at this point). As the drill guide was removed, the holes may have been off-center in relation to the plate, and as each screw was being inserted. The threads of the screw may have engaged one side of the bushing thread causing it to pop up. This event is believed to have occurred due to the lack of a screw in the elongated (non-locking) distal slot, as the product dfu instructs. Event was most likely related to the user's technique.